Manufacturer narrative:
One (1) tsvtwb8 (imp, tsv, 4.7, 8, mtx ,mg) was returned for investigation. Device was measured with a caliper (cal3839 due: aug 30, 2023) and matched print specifications. No malfunctions detected that could lead to reported event. The device could not be functionally tested for the reported failure (pain). Pre-existing conditions noted on the per were clenching and unknown bone density. The reported device was at tooth location 31 (universal) for approximately 7 days. X-ray and picture images were not provided. Appropriate documents reviewed. DHR review was completed for the subject lot number, 1241289. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction has not occurred, and the reported event could not be verified. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #31 was removed several days later due to pain and inserted another. Had to get a new implant a week later.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.